Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed on (B)(6) , 2023. During the procedure, the balloon would not deflate and had to be punctured to remove it. No patient complications have been reported as a result of the event. Note: no further information has been obtained despite good faith efforts.